Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported vacuum loss during a laser assisted cataract procedure in a patient's right eye. Damage was reported to have occurred on the subepithelial tissue. Upon follow up, the physician is waiting for the patient's epithelium to heal. The patient is experiencing a normal post-operative period. Additional information has been requested and received.